Event description:
It was reported that the implantable pulse generator (ipg) incorrectly registered elective replacement indicator (eri). The battery voltage was unavailable. The patient was able to download a software upgrade that allows the ipg to correct the false eri reading. No patient complications have been reported as a result of this event and the device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).